Event description:
It was reported that when the patient received a shock, she fell and hit her head and reported to the emergency room. Upon follow-up, it was noted that the episodes showed t-wave oversensing. The device was reprogrammed to adjust the right ventricular sensitivity, and a new wavelet template was generated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.